Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was not holding charge. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient reported that the power issue first occurred on an unspecified date during (B)(6) 2016. The patient manages their diabetes by taking an unspecified dosage of glucophage per day and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 2 months after the alleged product issue first occurred they had developed the symptoms of ¿lightheaded, headache and shaking¿; symptoms which the patient informed the mss they associated with having high blood glucose levels. In response to these symptoms the patient visited their doctor¿s office on (B)(6) 2016 where they were given ¿4 units¿ of glucophage at 1:30pm. The patient¿s blood glucose was not measured on any other device at this time. At the time of troubleshooting the cca noted that there was no misuse of the product, and the issue could not be resolved with training. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of serious hyperglycemia, nor did they receive medical intervention for this condition. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The initial report which was submitted contained incorrect information regarding the date the patient contacted lifescan. The report should read: "on (B)(6) 2016, the patient contacted lifescan (lfs) USA..."

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.